Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate the issue. The fse checked the device for proper functionality and confirmed that the complaint was caused by the attached intra-aortic balloon, and not a failure of the unit. The unit was then cleared for customer use.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit had an autofill failure. There was no patient involvement.